Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. In the initial procedure, a taxus express2 2.5x20mm drug eluting stent was placed in the obtuse marginal branch of the left circumflex (cx) artery. The pt discontinued plavix use at about 3-6 months post procedure. In 2006. The pt presented with chest pain and mildly abnormal enzymes. Angiography showed a totally occluded stent, 2.5x20mm, in the obtuse marginal branch of the cx and a diffusely diseased right coronary artery (rca). No intervention was performed to the cx, intervention to the rca occurred 2 days later. The physician placed a taxus express2 2.5x20mm drug eluting stent to the heavily calcified, severely tortuous mid rca utilizing magnet technique. Inflations were made to 13 atms for 35 seconds. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician then placed a taxus express2 2.5x8mm drug eluting stent to the proximal mid rca overlapping the mid rca stent. Again, the magnet technique was utilized and inflations were made to 16 atms for 25 seconds. Timi 3 flow post procedure. Pt in stable condition. Medications used during this procedure include; nitroglycerin, heparin and integrilin. Pt prescribed aspirin and plavix post procedure.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined.